Event description:
Anterior posterior chest and neck x-rays were reviewed. The generator placement was determined to be in the upper left chest. The lead pin is not fully inserted into the connector block as it appears that the pin is backed out further from the connector block than is typical. However, the image quality and lack of different angles make it difficult to exclusively determine. The strain relief and placement of tie-downs cannot be determined also due to image quality. The lead was visualized in the chest and neck. The lead could be visualized to be placed behind the generator. The lead was assessed for fracture and discontinuities on the visible portions of the lead and it appears that near rib 2 there is a potential discontinuity in the lead. This too may be due to image quality and may not be a true break; however, lack of various images makes it difficult to confirm. Based on the x-rays received, the cause of the high impedance is unknown but may be due to incomplete pin insertion or a potential fracture. Any additional fractures or microfractures on the portions of the lead that were not visible cannot be ruled out.

Event description:
It was reported that a recently implanted patient has high lead impedance. Device history record for the lead was reviewed and showed that the device passed all specifications prior to distribution. No additional relevant information has been received to date.